Manufacturer narrative:
Batch review performed on 13 october 2017. (B)(4). No anomalies found related to the problem. To date, this is the seventh similar event reported on items of the same lot. On (B)(6) 2017 the r and d project manager performed a visual inspection of the retrieved item and commented as follows: during the analysis it is evaluated that the terminal for cup impactor is blocked inside the cup. We have used a screwdriver to dislocate the terminal. Looking at the surfaces it is clear that the balinit-c coating of terminal is scratched and also on the cup there are some scratches. In addition a residual of dry blood is visible inside the cup. The breakage of the balinit-c coating together with the dry blood could create the block of the terminal inside the cup.

Event description:
Terminal cup impactor for metal back cc and acetabular shell cc trio ø 54 can't be disconnected. The surgeon used the cup impactor with m30nw terminal instead of the simple cup impactor to complete the surgery successfully. The surgeon had to remove the cup and use another one, same size. No critical delay due to the event.